Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with "3 bag of fluids 25 units"; no further details were available, and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.